Manufacturer narrative:
The review of the manufacturing records for tgt4010/7984232 and tgt4020/8030653 verified the lots met all pre-release specifications. Udis: (B)(4).

Manufacturer narrative:
Additional details obtained: the patient developed mesenteric ischemia on (B)(6) 2012. The physician stated that the embolism is a possible cause of the ischemia, however the cta did not show embolism. Non-occlusive intestinal ischemia was mentioned as a possibility. The tag devices did not cover the celiac or superior mesenteric arteries.

Manufacturer narrative:
Concomitant medical products and therapy dates - (B)(6) 2010: tgt4010/7984232, tgt4020/8030653, pxl161407/7772825. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of three separate and non-communicating thoracic aortic aneurysms using three gore tag thoracic endoprostheses (tgt4010/7984232, tgt4020/8030653, and tgt4020/8116340). Prior to implantation of the devices, an right axillary-left common carotid-left axillary artery bypass was performed and a gore excluder aaa iliac extender component (pxl161407/7772825) was implanted in the brachiocephalic artery to maintain perfusion. On an unknown date after the procedure, the patient developed mesenteric ischemia. It is unknown what caused the mesenteric ischemia, but the physician attributed the event to the procedure. On (B)(6) 2010, the patient expired due to the mesenteric ischemia.